Manufacturer narrative:
The end user ((B)(6) hospital) was offered a new ups to replace the defective ups. A call was made to (B)(4) on 07/07/2015 to determine if any additional testing was performed on the returned ups after merge healthcare received the attached device evaluation summary (titled field failure analysis report dated on (B)(6) 2013) became field "6.0 - recommendations" of the report from the tripp lite stated "await further analysis form factory." A technical support person at (B)(4) reviewed their records and determined that no additional records of testing could be found. As a result, no definitive root cause was determined, but potential root causes were suggested by (B)(4) in the field failure analysis report dated (B)(6) 2013 and are documented.

Event description:
The merge hemo system is used to monitor, measure and record physiologic data from a human patient undergoing a cardiac catheterization procedure. One of the hardware components of the merge hemo system is an uninterruptible power supply (ups). A call was received by merge healthcare from a user facility stating that a recently installed tripp lite ups was smoking, and the fire department was called. The control room containing the ups filled with smoke and a burning electronics smell. As the biomedical engineer unplugged the unit from the outlet, an arc occurred. No flames were observed and no one was injured. Upon retrospective review, this issue was determined to be reportable as an MDR.